Event description:
During baxter's functionality testing of a spectrum pump, it was displayed system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.